Event description:
One in.pact admiral paclitaxel-eluting pta balloon catheter was used successfully during the index procedure in the left mid sfa. Approximately 22 months post index procedure, the patient suffered chronic occlusion of the left sfa. Revascularisation of the left sfa was carried out using a pacific xtreme balloon catheter and a non-medtronic stent. It was reported that the patient recovered. Investigator assessed that the event is not related to the study device, procedure or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Change to date section: cec have adjudicated that the event is related to the device, not related to procedure and drug.